Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a laparoscopic hysterectomy, salpingectomy bilateral, suspension ligament uterosacral, transvaginal tape sling placement and cystoscopy procedure performed on (B)(6), 2023, for the treatment of menorrhagia with irregular cycle, dysmenorrhea, iron deficiency anemia due to chronic blood loss, female stress incontinence. The procedure was completed, and the patient was extubated in the or and went to the recovery room in stable condition. On (B)(6) 2023, a month after the mesh was implanted, the patient had a procedure to treat the exposed vaginal mesh. Cystoscopy revealed normal bladder integrity with urine spilling from both ureteric ostia. There was no evidence of mesh in the bladder or urethra. There was 1 area of exposed mesh approximately 1 cm in size. The tissue beneath the vaginal mucosa was undermined. There is no evidence of necrotic tissue, and the surgeon was able to oversew the vaginal mucosa without difficulty. The patient was extubated in the or and went to the recovery room in stable condition.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the revision date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6). Hospital (B)(6). Block h6: imdrf patient code e2006 captures the reportable event of implanted vaginal mesh exposure. Imdrf impact code f1905 captures the reportable event of a revision of vaginal mesh. Imdrf impact code f2203 captures the reportable event of cystoscopy.

Manufacturer narrative:
Block h11: correction to block h6 (patient code). Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2023, was chosen as the best estimate based on the revision date. Block e1: (B)(6). Block h6: the following imdrf patient codes capture the reportable events of: e2006 - vaginal mesh exposure, e2330 - pain. The following imdrf impact codes capture the reportable events of: f1905 - revision of vaginal mesh, f2203 - cystoscopy, f08 - hospitalization.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a laparoscopic hysterectomy, salpingectomy bilateral, suspension ligament uterosacral, transvaginal tape sling placement and cystoscopy procedure performed on (B)(6) 2023, for the treatment of menorrhagia with irregular cycle, dysmenorrhea, iron deficiency anemia due to chronic blood loss, female stress incontinence. The procedure was completed, and the patient was extubated in the or and went to the recovery room in stable condition. On (B)(6) 2023, the patient presented for a semiurgent postoperative visit after being kept overnight due to pain management concerns. She reported that she felt well for one day after returning home, but subsequently experienced persistent, diffuse pain. She described the discomfort as similar to prior episodes of bilateral kidney stones. The patient had called the previous day reporting a fever and was advised to present for blood work and evaluation; however, she was unable to obtain transportation. Review of systems was notable for anxiety, which can be disabling at times and may have contributed to increased requests for pain medication during hospitalization. Physical examination revealed complaints of left-sided pain corresponding to the location of two trocar sites, with tenderness extending toward the flank region; the examination was limited by inconsistent findings. She voided 180 cc, with a postvoid residual of 180 cc, although accurate bladder assessment was difficult due to patient movement. Urinalysis demonstrated moderate blood, negative nitrites, and trace leukocytes. The patient adamantly declined evaluation in the emergency department; therefore, radiology was contacted to arrange stat imaging that evening. The primary impression was flank pain. A point-of-care automated urine dipstick was performed, and a stat urogram was ordered to evaluate for possible ureteral compromise or a left-sided kidney stone. Repeat cbc and cmp were also ordered. A urine culture was obtained, and a three-day prescription for oxycodone was provided for pain management. On (B)(6) 2023, a month after the mesh was implanted, the patient had a procedure to treat the exposed vaginal mesh. Cystoscopy revealed normal bladder integrity with urine spilling from both ureteric ostia. There was no evidence of mesh in the bladder or urethra. There was 1 area of exposed mesh approximately 1 cm in size. The tissue beneath the vaginal mucosa was undermined. There is no evidence of necrotic tissue, and the surgeon was able to oversee the vaginal mucosa without difficulty. The patient was extubated in the or and went to the recovery room in stable condition. On (B)(6) 2023, the patient presented with concerns of reopening vaginal stitches. She had been evaluated 2-3 days earlier, at which time the sutures were intact. The patient contacted the office the day prior and sent photographs expressing concern that the stitches had reopened. She reports pain in the affected area. Review of systems indicates that the mesh has effectively controlled her incontinence, and she expressed a preference to attempt preservation of the mesh; however, this may not be feasible. On examination, the external genitalia appear normal, but beneath the anterior vaginal wall, approximately three to four sutures have pulled out, resulting in recurrent mesh exposure. There is no pus or erythema at the wound edges, and only about two sutures remain intact. She was diagnosed with mesh erosion. At this time, the mesh will likely need to be incised with re-plication of the vaginal mucosa. On (B)(6) 2023, the patient presented for evaluation of mesh exposure. Since her previous visit, her symptoms had generally improved, and she reported doing well overall. However, in the past few weeks, her husband noticed a poking sensation again. She has been engaging in regular intercourse without pain during activity, though she sometimes experiences aching afterward. She continues to use a nightly valium suppository; if she skips a dose, she develops tightness, vaginal pressure, and discomfort. She was diagnosed with mesh erosion. Four mesh strands were clipped with scissors during the visit. The patient was informed that extra mesh was protruding; on the right side, a small blue segment (<1 mm) is visible but remains covered with mucosa. High-tone pelvic floor dysfunction (htpfd) was discussed. She will continue nightly valium suppositories for this month and begin tapering to three times per week next month. She reports recurrence of heaviness and discomfort when not using the suppository, at which time she takes flexeril. Once her son has recovered, she plans to pursue pelvic floor physical therapy; in the interim, she is performing relaxation exercises independently. A refill was provided for valium suppositories, 5 mg, one per vagina nightly for 30 days. The procedure performed addressed mesh erosion. On (B)(6) 2024, the patient presented with menopausal concerns. She has a history of total laparoscopic hysterectomy (tlh), tubal unilateral salpingectomy (tus), and uterosacral ligament suspension (usls) performed in (B)(6) 2023, complicated by mesh erosion. She continues follow-up for this issue and is receiving pelvic floor physical therapy with kt. Prior to surgery, she experienced urinary incontinence and heavy menstrual periods, along with mild hot flashes while still menstruating. Her mother experienced menopause in her 40s. Since (B)(6) 2023, the patient has been using vaginal estrogen for vaginal thinning. By (B)(6) 2024, she reports full-blown menopausal symptoms, including severe hot flashes, night sweats, poor sleep, and persistent daytime sweating even if the air-condition is on high temperature. She has experienced a weight gain of approximately 34 pounds over the past 1.5 years despite exercising regularly. Physical examination revealed hot flashes, itching skin, increase headaches, tingling heel pain, hair loss, and dry vagina. The patient was diagnosed with hair loss, menopausal symptoms, and current use of hormone replacement therapy. The treatment plan includes initiation of dotti (estradiol) transdermal therapy, continue monthly vitamin b12 injections, following a history of weekly administration for the first two years after diagnosis. Clinical history and symptom review are consistent with menopause; however, the possibility of prior surgical ovarian injury remains under consideration due to the absence of a family history of premature menopause. Additional laboratory testing is planned to further evaluate hormonal status, hair loss etiology, and reported hip pain. Bone density assessment will be considered pending laboratory results. A review of estrogen-only hormone replacement therapy (hrt) safety data was conducted. Based on age and symptom profile, the patient may require a higher estradiol dose and is expected to benefit from continuation of hrt until approximately age 52. Long-term safety data support estrogen-only therapy as an appropriate option. Vaginal estrogen may be beneficial for symptom management. If hip pain persists, pep therapy will be evaluated. Further assessment is also planned to address concerns related to possible thyroid enlargement (goiter).

Manufacturer narrative:
Block h11: correction to blocks a2: age at time of event and unit of measure - age, b1: adverse event/product problem, and d7a: sud reprocessed and reused. Blocks b2, b5, b7, h2, and h6 have been updated based on the additional information received on january 22, 2026. Block b3: the exact event onset date is unknown. The provided event date of february 8, 2023, was chosen as the best estimate based on the revision date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). Block h6: the following imdrf patient codes capture the reportable events of e2006 - vaginal mesh exposure. E2330 - pain. The following imdrf impact codes capture the reportable events of f1905 - revision of vaginal mesh. F2203 - cystoscopy. F08 - hospitalization.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a laparoscopic hysterectomy, salpingectomy bilateral, suspension ligament uterosacral, transvaginal tape sling placement and cystoscopy procedure performed on (B)(6) 2023, for the treatment of menorrhagia with irregular cycle, dysmenorrhea, iron deficiency anemia due to chronic blood loss, female stress incontinence. The procedure was completed, and the patient was extubated in the or and went to the recovery room in stable condition. On (B)(6) 2023, the patient presented for a semiurgent postoperative visit after being kept overnight due to pain management concerns. She reported that she felt well for one day after returning home, but subsequently experienced persistent, diffuse pain. She described the discomfort as similar to prior episodes of bilateral kidney stones. The patient had called the previous day reporting a fever and was advised to present for blood work and evaluation; however, she was unable to obtain transportation. Review of systems was notable for anxiety, which can be disabling at times and may have contributed to increased requests for pain medication during hospitalization. Physical examination revealed complaints of left-sided pain corresponding to the location of two trocar sites, with tenderness extending toward the flank region; the examination was limited by inconsistent findings. She voided 180 cc, with a postvoid residual of 180 cc, although accurate bladder assessment was difficult due to patient movement. Urinalysis demonstrated moderate blood, negative nitrites, and trace leukocytes. The patient adamantly declined evaluation in the emergency department; therefore, radiology was contacted to arrange stat imaging that evening. The primary impression was flank pain. A point-of-care automated urine dipstick was performed, and a stat urogram was ordered to evaluate for possible ureteral compromise or a left-sided kidney stone. Repeat cbc and cmp were also ordered. A urine culture was obtained, and a three-day prescription for oxycodone was provided for pain management. On (B)(6) 2023, a month after the mesh was implanted, the patient had a procedure to treat the exposed vaginal mesh. Cystoscopy revealed normal bladder integrity with urine spilling from both ureteric ostia. There was no evidence of mesh in the bladder or urethra. There was 1 area of exposed mesh approximately 1 cm in size. The tissue beneath the vaginal mucosa was undermined. There is no evidence of necrotic tissue, and the surgeon was able to oversee the vaginal mucosa without difficulty. The patient was extubated in the or and went to the recovery room in stable condition. On (B)(6) 2023, the patient presented with concerns of reopening vaginal stitches. She had been evaluated 2-3 days earlier, at which time the sutures were intact. The patient contacted the office the day prior and sent photographs expressing concern that the stitches had reopened. She reports pain in the affected area. Review of systems indicates that the mesh has effectively controlled her incontinence, and she expressed a preference to attempt preservation of the mesh; however, this may not be feasible. On examination, the external genitalia appear normal, but beneath the anterior vaginal wall, approximately three to four sutures have pulled out, resulting in recurrent mesh exposure. There is no pus or erythema at the wound edges, and only about two sutures remain intact. She was diagnosed with mesh erosion. At this time, the mesh will likely need to be incised with re-plication of the vaginal mucosa. On (B)(6) 2023, the patient presented for evaluation of mesh exposure. Since her previous visit, her symptoms had generally improved, and she reported doing well overall. However, in the past few weeks, her husband noticed a poking sensation again. She has been engaging in regular intercourse without pain during activity, though she sometimes experiences aching afterward. She continues to use a nightly valium suppository; if she skips a dose, she develops tightness, vaginal pressure, and discomfort. She was diagnosed with mesh erosion. Four mesh strands were clipped with scissors during the visit. The patient was informed that extra mesh was protruding; on the right side, a small blue segment (<1 mm) is visible but remains covered with mucosa. High-tone pelvic floor dysfunction (htpfd) was discussed. She will continue nightly valium suppositories for this month and begin tapering to three times per week next month. She reports recurrence of heaviness and discomfort when not using the suppository, at which time she takes flexeril. Once her son has recovered, she plans to pursue pelvic floor physical therapy; in the interim, she is performing relaxation exercises independently. A refill was provided for valium suppositories, 5 mg, one per vagina nightly for 30 days. The procedure performed addressed mesh erosion. On (B)(6) 2024, the patient presented with menopausal concerns. She has a history of total laparoscopic hysterectomy (tlh), tubal unilateral salpingectomy (tus), and uterosacral ligament suspension (usls) performed in (B)(6) 2023, complicated by mesh erosion. She continues follow-up for this issue and is receiving pelvic floor physical therapy with kt. Prior to surgery, she experienced urinary incontinence and heavy menstrual periods, along with mild hot flashes while still menstruating. Her mother experienced menopause in her 40s. Since (B)(6) 2023, the patient has been using vaginal estrogen for vaginal thinning. By (B)(6) 2024, she reports full-blown menopausal symptoms, including severe hot flashes, night sweats, poor sleep, and persistent daytime sweating even if the air-condition is on high temperature. She has experienced a weight gain of approximately 34 pounds over the past 1.5 years despite exercising regularly. Physical examination revealed hot flashes, itching skin, increase headaches, tingling heel pain, hair loss, and dry vagina. The patient was diagnosed with hair loss, menopausal symptoms, and current use of hormone replacement therapy. The treatment plan includes initiation of dotti (estradiol) transdermal therapy, continue monthly vitamin b12 injections, following a history of weekly administration for the first two years after diagnosis. Clinical history and symptom review are consistent with menopause; however, the possibility of prior surgical ovarian injury remains under consideration due to the absence of a family history of premature menopause. Additional laboratory testing is planned to further evaluate hormonal status, hair loss etiology, and reported hip pain. Bone density assessment will be considered pending laboratory results. A review of estrogen-only hormone replacement therapy (hrt) safety data was conducted. Based on age and symptom profile, the patient may require a higher estradiol dose and is expected to benefit from continuation of hrt until approximately age 52. Long-term safety data support estrogen-only therapy as an appropriate option. Vaginal estrogen may be beneficial for symptom management. If hip pain persists, pep therapy will be evaluated. Further assessment is also planned to address concerns related to possible thyroid enlargement (goiter).

Manufacturer narrative:
Block h11: correction to block h6 (patient code). Block b3: the exact event onset date is unknown. The provided event date of february 8, 2023, was chosen as the best estimate based on the revision date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital, (B)(6). Block h6: the following imdrf patient codes capture the reportable events of e2006 - vaginal mesh exposure, e2330 - pain. The following imdrf impact codes capture the reportable events of f1905 - revision of vaginal mesh, f2203 - cystoscopy, f08 - hospitalization.

Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a laparoscopic hysterectomy, salpingectomy bilateral, suspension ligament uterosacral, transvaginal tape sling placement and cystoscopy procedure performed on (B)(6) 2023, for the treatment of menorrhagia with irregular cycle, dysmenorrhea, iron deficiency anemia due to chronic blood loss, female stress incontinence. The procedure was completed, and the patient was extubated in the or and went to the recovery room in stable condition. On (B)(6) 2023, the patient presented for a semiurgent postoperative visit after being kept overnight due to pain management concerns. She reported that she felt well for one day after returning home, but subsequently experienced persistent, diffuse pain. She described the discomfort as similar to prior episodes of bilateral kidney stones. The patient had called the previous day reporting a fever and was advised to present for blood work and evaluation; however, she was unable to obtain transportation. Review of systems was notable for anxiety, which can be disabling at times and may have contributed to increased requests for pain medication during hospitalization. Physical examination revealed complaints of left-sided pain corresponding to the location of two trocar sites, with tenderness extending toward the flank region; the examination was limited by inconsistent findings. She voided 180 cc, with a postvoid residual of 180 cc, although accurate bladder assessment was difficult due to patient movement. Urinalysis demonstrated moderate blood, negative nitrites, and trace leukocytes. The patient adamantly declined evaluation in the emergency department; therefore, radiology was contacted to arrange stat imaging that evening. The primary impression was flank pain. A point-of-care automated urine dipstick was performed, and a stat urogram was ordered to evaluate for possible ureteral compromise or a left-sided kidney stone. Repeat cbc and cmp were also ordered. A urine culture was obtained, and a three-day prescription for oxycodone was provided for pain management. On (B)(6) 2023, a month after the mesh was implanted, the patient had a procedure to treat the exposed vaginal mesh. Cystoscopy revealed normal bladder integrity with urine spilling from both ureteric ostia. There was no evidence of mesh in the bladder or urethra. There was 1 area of exposed mesh approximately 1 cm in size. The tissue beneath the vaginal mucosa was undermined. There is no evidence of necrotic tissue, and the surgeon was able to oversee the vaginal mucosa without difficulty. The patient was extubated in the operating room and went to the recovery room in stable condition. On (B)(6) 2023, the patient presented with concerns of reopening vaginal stitches. She had been evaluated 2-3 days earlier, at which time the sutures were intact. The patient contacted the office the day prior and sent photographs expressing concern that the stitches had reopened. She reports pain in the affected area. Review of systems indicates that the mesh has effectively controlled her incontinence, and she expressed a preference to attempt preservation of the mesh; however, this may not be feasible. On examination, the external genitalia appear normal, but beneath the anterior vaginal wall, approximately three to four sutures have pulled out, resulting in recurrent mesh exposure. There is no pus or erythema at the wound edges, and only about two sutures remain intact. She was diagnosed with mesh erosion. At this time, the mesh will likely need to be incised with re-plication of the vaginal mucosa. On (B)(6) 2023, the patient presented for evaluation of mesh exposure. Since her previous visit, her symptoms had generally improved, and she reported doing well overall. However, in the past few weeks, her husband noticed a poking sensation again. She has been engaging in regular intercourse without pain during activity, though she sometimes experiences aching afterward. She continues to use a nightly valium suppository; if she skips a dose, she develops tightness, vaginal pressure, and discomfort. She was diagnosed with mesh erosion. Four mesh strands were clipped with scissors during the visit. The patient was informed that extra mesh was protruding; on the right side, a small blue segment (<1 mm) is visible but remains covered with mucosa. High-tone pelvic floor dysfunction (htpfd) was discussed. She will continue nightly valium suppositories for this month and begin tapering to three times per week next month. She reports recurrence of heaviness and discomfort when not using the suppository, at which time she takes flexeril. Once her son has recovered, she plans to pursue pelvic floor physical therapy; in the interim, she is performing relaxation exercises independently. A refill was provided for valium suppositories, 5 mg, one per vagina nightly for 30 days. The procedure performed addressed mesh erosion. On (B)(6) 2024, the patient presented with menopausal concerns. She has a history of total laparoscopic hysterectomy (tlh), tubal unilateral salpingectomy (tus), and uterosacral ligament suspension (usls) performed in (B)(6) 2023, complicated by mesh erosion. She continues follow-up for this issue and is receiving pelvic floor physical therapy with kt. Prior to surgery, she experienced urinary incontinence and heavy menstrual periods, along with mild hot flashes while still menstruating. Her mother experienced menopause in her 40s. Since (B)(6) 2023, the patient has been using vaginal estrogen for vaginal thinning. By march (B)(6), she reports full-blown menopausal symptoms, including severe hot flashes, night sweats, poor sleep, and persistent daytime sweating even if the air-condition is on high temperature. She has experienced a weight gain of approximately 34 pounds over the past 1.5 years despite exercising regularly. Physical examination revealed hot flashes, itching skin, increase headaches, tingling heel pain, hair loss, and dry vagina. The patient was diagnosed with hair loss, menopausal symptoms, and current use of hormone replacement therapy. The treatment plan includes initiation of dotti (estradiol) transdermal therapy, continue monthly vitamin b12 injections, following a history of weekly administration for the first two years after diagnosis. Clinical history and symptom review are consistent with menopause; however, the possibility of prior surgical ovarian injury remains under consideration due to the absence of a family history of premature menopause. Additional laboratory testing is planned to further evaluate hormonal status, hair loss etiology, and reported hip pain. Bone density assessment will be considered pending laboratory results. A review of estrogen-only hormone replacement therapy (hrt) safety data was conducted. Based on age and symptom profile, the patient may require a higher estradiol dose and is expected to benefit from continuation of hrt until approximately age 52. Long-term safety data support estrogen-only therapy as an appropriate option. Vaginal estrogen may be beneficial for symptom management. If hip pain persists, pep therapy will be evaluated. Further assessment is also planned to address concerns related to possible thyroid enlargement (goiter).